Event description:
It was reported that: for the first case of the day, the patient was connected to the anesthesia machine; however, the user was unable to manually ventilated the patient. The user ventilated the patient with an alternate device and then the procedure was transferred to another room to complete the case. No patient injury.